Event description:
A report was received from the affiliate indicating that during a coronary stenting procedure, the distal end of the cypher stent flared. The target lesion was the distal circumflex. The lesion was a de novo. The vessel was moderately calcified and slightly tortuous. There was 75% stenosis. Pre-dilation was conducted and then a 3.0x13mm cypher stent was being delivered, but the physician felt friction within the guiding catheter. Nevertheless, the physician tried to deliver the cypher further, but the cypher did not cross the target lesion. Therefore the physician retrieved the cypher from the pt and confirmed the stent to be flared at the distal end. And so the procedure was finished successfully with the implant of a different cypher. There was no pt injury reported. The product will be returned for analysis. The physician's comment: it was unk the cause of crossing difficulty was because the vessel was moderately calcified or because the cypher became stuck in the guiding catheter.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.